Event description:
It has been reported to philips that there is no image from vwcb on rear of flexvision monitor. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image when the ultrasound was connected to vwcb on rear of flexvision monitor. The fse identified that the power supply cable was loose. The fse plugged in the power supply to the wall connection box after which the ultrasound machine was displaying normally on the flexvision screen. After the repair, the issue got resolved and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. As per the reported issue, it was found that the user accidently removed the power supply cable connecting the vwcb. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.